Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose of 47 to 418mg/dl. The customer treated with juice and insulin. Customer requested general information about the contour next link only and no high blood glucose troubleshooting was done. No further assistance was necessary.